Event description:
The customer states that one female patient generated a false positive architect stat b-hcg assay result of 3960 miu/ml. The result was reported out of the lab and questioned by the patient's physician as not correlating to the patient's clinical condition (echography was discrepant to the lab result). The same sample was retested along with a sample from a different collection tube and both generated negative results. The sample also tested negative with an alternate methodology. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. An investigation is in process. A follow-up report will be submitted when the investigation is complete.